Manufacturer narrative:
Block b3: approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5019610, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5072549, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5072537, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(6), batch: 21534251, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief, and the spinal cord stimulator (scs) device was causing the patient more pain. The patient underwent an scs system explant procedure. No additional information was obtained despite multiple good faith efforts.